Event description:
It was reported to olympus that their 4k camera head display no image during an unspecified therapeutic procedure. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event is confirmed due to scratches on the connector socket. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The camera was plugged in and tested before the patient arrived. It was not functioning properly, so it was replaced by another one. The procedure was completed successfully.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b3 was updated. Section b5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damage at the connector electrical junction could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.